Event description:
It was reported that there was an elective replacement (eri) message. The healthcare professional believed the device was experiencing an early eri. The following parameters had been used on the device since implant; c+3-2-, 3v, 60usec, 160hz and therapy impedances was 517 ohms 5.633ma. Other impedance values looked reasonable. Elective replacement indicator with parameters should have been at about 2.7 years. The device had been implanted on (B)(6) 2014. Battery voltage at eri was not available. No intervention or outcome were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Reference manufacturer¿s report number: 3004209178-2014-22563.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v374172, implanted: 2010 (B)(6); product type lead product ID 3389s-40, lot# v336969, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension. (B)(4).